Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon stripped off the rubber sleeve of the flexible drill guide while drilling the screw holes. The instrument fractured, and pieces fell in the patients body. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.